Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service territory manager (stm) evaluated the iabp and reported that the pneumatic module assembly and scroll compressor were replaced due to inability to reach calibrated regulated pressure during the compressor output test. The stm completed all cardiosave iabp services. The iabp passed all calibration, safety and functionality checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) generated the alarm "gas loss in iab circuit." The circumstances under which this event occurred were not reported by the customer. No patient involvement or adverse event was reported.

Manufacturer narrative:
The replaced part was returned to the manufacturing facility in (B)(4) for further evaluation. The technician at the maquet national repair center (nrc) completed a visual inspection with no visual damage observed. The nrc installed the scroll compressor into a cardiosave test fixture and tested it to factory specifications per the cardiosave service manual. The nrc verified the failure as the compressor failed testing. The compressor is being retained at the nrc per procedure.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) generated the alarm "gas loss in iab circuit." The circumstances under which this event occurred were not reported by the customer. No patient involvement or adverse event was reported.